Event description:
A us distributor contacted zoll to report that a patient developed a irritaiton under the lifevest equipment. Patient described the area as skin irritation. There was no alleged device malfunction contributing to the irritation the patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.